Event description:
It was reported the camera head had sudden change in the color. The issue occurred during laparoscopy procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not¿confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and the endoscopic image cannot be displayed. Based on the results of the investigation, a root cause could not be identified, and no presumable cause could be determined for the sudden change in the color. However, it is likely that due to disconnection in cable unit, the endoscopic image was not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.